Event description:
As reported by the user facility: set had multiple air in line medication couldn't be given. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was provided for evaluation. The sample was evaluated and found to have arrived with a broken spike. Due to the damage, no further evaluation could be performed. The slide clamp position was also assessed and found to be correct. Additionally, a measurement of the outer diameter of the pump segment tubing was taken and found to be 0.153 inches, which meets the specification of 0.152-0.154 inches. It should be noted that the batch number provided does not correspond to the reported material. Based on the investigation findings, the sample met internal specification; therefore, the reported defect was not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.